Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse provided customer the parts ID for a replacement touchscreen. Multiple good faith efforts were made to obtain information regarding device context, evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. A review found no parts were ordered or service requested, and the case was closed. If the decision is made to have the device evaluated and repaired by philips a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
Date of this report: 04jun2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device¿s touchscreen is bad, unable to change settings, and fails calibration. The customer reported there was no patient involvement at the time the issue was discovered.